Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement interventional procedure. Reportedly, after step 3 (deployment), it was noted that the footplate separated and was missing. No resistance was reported. A cut-down was performed in attempts to retrieve the missing footplate, but it was never located. The sheath was upsized to a 12f sheath and the procedure was completed. Surgical suturing was performed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The foot separation was confirmed based on the returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, it is likely that a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract occurred such that the posterior needle struck the posterior foot thus contributing to the reported foot separation. The subsequent foreign body left in the patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.